Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle deployed late. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp2a.250605. 031.a2. Hardware: pixel 8. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that when putting on a new pod, priming was completed, but the cannula did not insert into the skin. The patient stated upon removal of the pod, the needle then deployed late. This indicates a needle mechanism failure.

Manufacturer narrative:
The pod was received with the soft cannula deployed. The investigation of the pod data found that it was deactivated at the end of second prime, and the needle mechanism assembly showed no damage that would contribute to a late deployment. Though no issues were observed, it could not be determined when the needle mechanism was deployed. Therefore, the cause of the reported needle mechanism failure event could not be determined.